Event description:
It was reported that patient was leaking with his artificial urinary sphincter (aus) device, so physician replaced the cuff for a tighter one. No adverse patient effects were reported.